Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eyes on the urethral catheter were too close to the tip.

Manufacturer narrative:
The reported event is unconfirmed. Eyes measured to be 0.304 and 0.283 inches from the tip. The device is within the specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿all-purpose urethral catheter caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. U.s. Product. Packaged in mexico caution: federal (USA) law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulation" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eyes on the urethral catheter were too close to the tip.